Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the user had not used the test strip (acecide checker). The user is using an olympus automated endoscope reprocessor model oer-4 (not available in the USA). There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, omsc concluded that the reported phenomenon was attributed to the mistake of the management method of the disinfectant by the user. Olympus stated the appropriate handling of oer-4 and the counter measures against abnormalities in the instruction manual of oer-4.